Manufacturer narrative:
(B) (4). Results: gi bleed.

Event description:
One endeavor rx drug-eluting stent was implanted at the proximal lad. A spontaneous gi bleed is reported to have occurred 1 day following index procedure. The bleed event lead to a prbc transfusion of 2 units. Patient was taking asa and clopidogrel / ticlopidine 24 hours prior to event. Patient was asymptomatic / free of symptoms at 30 day follow up 6 month follow up, 1 year follow up and 1.5 year follow up.